Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 1998, explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient who was receiving an unknown drug via implantable pump. It was reported that the patient's existing catheter (implanted (B)(6) 1998) broke so it was revised. No further complications were reported. Additional information was received from the rep which reported that the catheter was still working in the patient (it was not replaced) and the catheter break was noticed on (B)(6) 2020 during routine pump replacement. It was noticed that the pump segment of the catheter had broken off but the cause was unknown. The patient had no symptoms and is doing well. The patient's weight was unknown.